Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board (iob) displayed 1.26 units of insulin; however, the customer did not recall having delivered a bolus request. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. Additionally, the pump data logs were not available for a log review to be performed.